Event description:
It was reported that access was very tight at implant attempt, and it was necessary to downsize to a smaller lead. The lead was removed and replaced. It was further reported there was nothing wrong with the lead's performance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.